Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Moisture damage was also noted on the motor assembly. The device had cracked reservoir tube lip, cracked battery tube threads, scratched display window, and cracked case near display window corners noted during visual inspection. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had water damage. Customer's blood glucose was 291 mg/dl. Customer stated he had fallen into the pool. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.